Event description:
It was reported that during a follow up in clinic, undersensing was noted on the device. When clearing the saved data on the device, an error message was received. The device was interrogated again and the electrograms (egm) were not visible. Reprogramming of the device was attempted to resolve the undersensing, however, an error message was received and the device was unable to be reprogrammed. Abbott technical support was contacted, the software of the programmer was updated, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.